Manufacturer narrative:
One cadd®-solis vip ambulatory infusion pump was returned for analysis in good condition. Visual inspection performed; no discrepancies. The medium alarm was found acknowledged on review of the device history log. Upon functional testing, the air sensor was observed to be inoperable. Based on the evidence, the complaint was confirmed, and the root cause was due to the air detector.

Event description:
Information received a smiths medical cadd solis vip 2120 pump air sensor alarm. No patient involvement.